Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  After observing proper device operation through functional and performance testing the unit will be returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during an event involving a patient, their device's display went blank; however, the led lights on the keypad were still lit. The device would not reset or turn off. This behavior is indicative of a device lockup condition. A backup device was obtained (delay unknown) and used to continue patient care. No further details about the patient or the event were provided by the customer. Following the event, the customer removed the device's batteries and left them out for several minutes. Upon reinstalling the batteries, the device powered on as expected and no further discrepancies were observed.